Event description:
A malfunction was reported with a code displayed as malf 9, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reappears, acknowledging and understanding this guidance.